Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to achieve hemostasis was confirmed, as a suture retrieval issue was observed. Review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date (use by date) of 30-june-2017 and the procedure date was (B)(6) 2018 which is post expiration. It should be noted the perclose proglide instructions for use, indicates the use by symbol which is the next to the expiration date. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using two proglide devices with a 7f sheath after a percutaneous transluminal coronary angioplasty interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. An attempt was made with a second proglide device; however, oozing was observed due to incomplete closure. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.